Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in early 2009, due to an incident of hyperglycemia. The patient reports experiencing several days of very labile blood glucose with many highs despite attempting corrections via both the pump and injections. On the morning of 01/05 her blood glucose was >600 and she was vomiting. She was brought to the hospital and was treated with IV fluids and insulin. Upon admission, she was diagnosed to diabetic ketoacidosis. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.